Event description:
According to the reporter, on (B)(6) 2025, the patient had a central venous catheter placed. On the day of the event, the patient was given intravenous catheter care and blood oozing was found at the adapter of the venous end of the catheter. After observation, a crack was found at the venous end adapter of the central venous catheter. After the event, the doctor was informed immediately and it was connected reversely, which reduced the blood oozing. The catheter connector was replaced after the patient got off the machine, and the relevant personnel in the equipment department were notified. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.